Event description:
While the surgeon was performing an open reduction and internal fixation of the right thumb, a drill bit broke off inside a bone in the patient's thumb. The retained drill bit could not be extricated.